Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found a loose sheath flow coil tubing and replaced tubing. The fse also found that the no cassette on bed error-switch connector was wet, so the fse cleaned connector. This resolved the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that when running the morning start up, there was a leak of <20 milliliters of bluish fluid along with errors for the sheath tank in the coulter lh 780 hematology analyzer. The customer was wearing ppe (personal protective equipment) consisting of a lab coat, gloves, and eye wear. There was no affect to patient results. There was no contact with mucous membranes and no contact with open wounds.